Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results for six patient samples with the cobas 8000 c702 module. Sample ID (B)(6) : the initial result was 411 umol/l. The repeated result was 118 umol/l. Sample ID (B)(6) : the initial result was 63 umol/l. The repeated result was 17 umol/l. Sample ID (B)(6) : the initial result was 90 umol/l. The repeated result was 39 umol/l. Sample ID (B)(6) : the initial result was 360 umol/l. The repeated result was 85 umol/l. Sample ID (B)(6) : the initial result was 124 umol/l. The repeated result was 58 umol/l. Sample ID (B)(6) : the initial result was 76 umol/l. The repeated result was 121 umol/l. The questionable results were reported outside of the laboratory and questioned for not fitting the clinical picture of the patients. The reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer performed various checks, made adjustments when needed, and replaced the detergent tubing due to a kink that was found. The investigation determined the service actions resolved the issue.